Event description:
The customer contact reported the pt received more medication than intended. At 1515, the device was programmed to deliver novalog 100u/100ml at a rate of 3ml/hr and the delivery was started. No further programming parameters were provided. At 1600,the pump was titrated to deliver at a rate of 2.7ml/hr. At 1715, the nurse noted the container was empty. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. It was unspecified if therapy was resumed or if therapy was discontinued.